Event description:
It was reported that the balloon developed a cuff/mushroom upon deflation.

Manufacturer narrative:
The reported issue of cuff roll was confirmed with cause unk. During visual and functional eval a cuff roll was observed. Dimensional eval revealed that the catheter was manufactured according to the specs. A mfg review was conducted and there was nothing found to indicate there was a mfg related cause for this event. The finished product met all specs prior to being released for general distribution.